Event description:
It was reported that during an arthroscopic shoulder stabilization the surgeon was drilling a pilot hole with a drill bit. When the drill bit entered the bone, it was reported that metal shards entered the patient's shoulder joint. The surgeon was unsure if all the metal particles were removed. There was no report of injury to the patient. A fifteen minute delay in the procedure resulting from flushing the metal particles out of the shoulder joint.